Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information provided, even though the allegation was confirmed, the root cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator underwent a lead revision surgery due to the return of urinary frequency and urgency. Connecting to the ins showed high impedance error on all electrodes and x-ray showed lead migration. The stimulation was turned off. The patient fell in (B)(6) 2024 directly on their lower back/hip area, which could be the reason for the lead migration. It was noted that the lead removal was very difficult, and the lead was damaged and stretched during removal. The patient was doing well and experiencing symptom relief following the lead revision procedure during which only the lead was replaced and connected to the original ins. There were no additional patient complications and the patient was doing well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a lead revision surgery due to the return of urinary frequency and urgency. Connecting to the ins showed high impedance error on all electrodes and x-ray showed lead migration. The stimulation was turned off. The patient fell in (B)(6) 2024 directly on their lower back/hip area, which could be the reason for the lead migration. It was noted that the lead removal was very difficult, and the lead was damaged and stretched during removal. The patient was doing well and experiencing symptom relief following the lead revision procedure during which only the lead was replaced and connected to the original ins. There were no additional patient complications and the patient was doing well.